Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak while in use. Customer's blood glucose at time of incident was 282 mg/dl. The customer stated that there is leak on past o-ring in reservoir compartment. Customer stated the leak is past 2nd o-ring and there are cracks/splits in the barrel. The customer was advised to return the reservoir for analysis. Customer will tried unexpired reservoir.